Event description:
It was reported that during insertion in the (B)(6), the arrow raulerson syringe was found leaking when being used with the introducer needle for insertion. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).